Event description:
It was reported that the user experienced difficulty announcing a meal when the ilet displayed a prompt to fill tubing, and upon guidance the user disconnected the pod, pressed and held to verify drops during tubing fill, observed the fork-and-knife meal icon, then reconnected and successfully entered the meal announcement. No reported clinical effects and no change in blood glucose. Outcomes included no medical intervention and no disruption to therapy beyond brief troubleshooting. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed that the device functioned as expected after proper fill verification and reconnection. It was concluded that no device malfunction occurred and that user guidance resolved the issue.